Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate this device because it was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Although the exact cause could not been determined, the failure was likely to be caused by poor connection. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of use the subject device, when the user turned on the subject device, an error e226 appeared on the monitor and an abnormal endoscopic image of black and white noise appeared on the monitor. The user replaced the subject device to another unspecified device to complete the unspecified procedure. There was no report of patient injury associated with the event.